Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that reservoir was unable to lock inside insulin pump. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.